Event description:
(B)(4). This device case, which does not include an adverse event, reported by a company representative who contacted the company to report a product complaint, regards a patient of unspecified gender and origin. The patient was taking an unspecified medication for an unspecified indication. It was reported on (B)(6) 2012 that the patient's humapen memoir pen was defective. Upon return of the pen to the manufacturer missing segments were observed in the dose number. The humapen memoir was associated with product complaint (B)(4) / lot number 0806c01. The user and the user's training status were not provided. Device duration of use was not provided. The pen was returned to the manufacturer (B)(6) 2012. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added information from the device safety summary field to the product tab, updated the EU/ca fields and the medwatch fields.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow-up is planned. Evaluation summary a patient reported that their humapen memoir device was defective. Investigation of the returned device (batch 0806c01, manufactured june 2008) found missing segments in the tens column of the dose numbers. The root cause was determined to be ingress by an unknown liquid that caused damage resulting in residue and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact (B)(4) or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a company representative who contacted the company to report a product complaint, regards a patient of unspecified gender and origin. The patient was taking an unspecified medication for an unspecified indication. It was reported on (B)(6) 2012 that the patient's humapen memoir pen was defective. Upon return of the pen to the manufacturer, missing segments were observed in the dose number. The humapen memoir was associated with product complaint (B)(4) / lot number 0806c01. The user and the user's training status were not provided. Device duration of use was not provided. The pen was returned to the manufacturer (B)(4) 2012.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.